Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 492 mg/dl at the time of incident. Customer treated with needle for high blood glucose. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump had cracked reservoir tube window, cracked case at reservoir tube window corners, the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.